Event description:
In 2003, caller reported testing with two different freestyle meters receiving readings of 177 mg/dl with one and 128 mg/dl with the other. These tests were reported to have been taken within a few minutes of each other. A replacement meter and test strips were sent to the customer.